Event description:
An international customer reported a healthcare worker (hcw) experienced darkness and redness in his/her hands when he/she ¿manipulates the sterrad.¿ the hcw visited the doctor and was prescribed corticosteroids for 20 days. It is reported the hcw¿s hands still ¿remain darkened.¿ it is unknown how the hcw specifically received this injury from the sterrad® 100s. Multiple attempts to obtain additional information from the customer about the event have been unsuccessful. Advanced sterilization products (asp) will continue to follow-up and should additional information be received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Ni

Manufacturer narrative:
Additional information was received indicating the healthcare worker (hcw) received a medication called drenison from the doctor. The symptoms lasted for three months and the hcw has now recovered and her hands are normal. Method code: actual device not evaluated. Result code: no results available since no evaluation performed. (B)(4) investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." There is insufficient information to determine an assignable cause for this complaint. No service was dispatched as it was confirmed that the issue was resolved and the hcw recovered but further details were not available. Additionally, DHR review found no anomalies that would contribute to the reported issue at the time of release. The issue will continue to be tracked and trended.